Event description:
Date of event: 2009. According to the information received, an end user's parent reported a cutoff catheter. The customer inserted a catheter with a broken tip, which caused internal bleeding. He was going to be seen by a doctor.

Manufacturer narrative:
Two catheters were returned for evaluation. Visual inspection of the samples revealed the tips of the catheters had been caught in the seal of the pouch and cut off during packaging. This was evidenced by the void in the seal; therefore, the complaint is confirmed as reported. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, coloplast concludes that this does not represent the overall quality of the lot.